Event description:
The notification received for the study indicated that pta was being performed on a lesion in the proximal right internal carotid with 80% stenosis. The lesion was pre-dilated with a 3.0x20mm maverick balloon and a 7.0x20mm precise stent was deployed, but due to suboptimal guide support, the physician struggled to manipulate the position of the stent. Ultimately, the stent was deployed somewhat more proximally, covering the worst part of the lesion, but not the lesion in its entirety. Therefore, a second overlapping more proximal stent (10x40 precise) was deployed. Post-dilatation was done with a viatrac balloon at 6 atm. The pt remained neurologically intact throughout the procedure. He did have some transient hypotension to approximately 75mmhg systolic blood pressure while the angioguard was still in place, which was treated with a bolus of saline successfully. The residual diameter stenosis was 10%. He was transferred to the holding room in stable condition.

Manufacturer narrative:
The (arch iii) eccentric lesion was 8mm in length in a 5.0mm vessel diameter. The pt was asymptomatic at the time of the intervention. An angioguard embolic protection was intended to be used but, due to packaging damage it was not used in the pt. A second angioguard was successfully deployed and retrieved without any technical malfunctions. The lesion was pre-dilated with a 3.0x20mm maverick balloon at 6atm. Heparin was administered during the procedure. Pre and post- procedure medications included aspirin and clopidogrel. Please note that this device is not available for testing and evaluation. Additional info received will be submitted within 30 days upon receipt. This is one of three devices associated with the reported event that were reported under the following manufacturing numbers 9616099-2009-00562 and 1016427-2009-00086.